Manufacturer narrative:
Other relevant device(s) are: product ID: 8780, serial/lot #: unknown, explanted: (B)(6) 2022, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from foreign healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving 1500 mcg of compounded baclofen at 450 mcg via an implantable pump for cerebral palsy. On (B)(6) 2022, it was reported that the patient began experiencing withdrawal symptoms after a refill procedure on (B)(6) 2022. On (B)(6) 2022, the patient was diagnosed with baclofen withdrawal symptoms and was hospitalized. An emergency operating room visit was scheduled for (B)(6) 2022 in order to check and/or revise the catheter and to replace the pump since it was near eos. During the operation, it was noted that the patient's catheter was visibly leaking. The catheter was revised and the patient's pump was replaced. It was noted that the hcp was inquiring if the internal lumen of the catheter at the tip is still as "open/wide" as it should be coming out of the package. No environmental/external/patient factors that might have led or contributed to the issue were reported. The issue was considered resolved at the time of the event. The patient's status was listed as "alive - no injury".

Event description:
Additional information was received from a healthcare provider via a company representative. The serial number and implant date of the pump was unknown. The problem was with the catheter regarding a visible leak. The leak was located in the catheter body of the pump segment (at or near the pump catheter connection as per an image provided). The catheter was being returned to the manufacturer. The patient wanted to keep the pump.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: analysis of the catheter revealed a user related hole on the strain relief of the sutureless connector. Analysis of the catheter also revealed a non-significant finding regarding coring/tears/cuts in the seal of the sutureless connector that did not leak in the laboratory. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.